Manufacturer narrative:
The user report # (B)(4) is to this submission.

Event description:
Additional information: a user facility report # (B)(4) for this event was received which stated: patient had a left ventricular assist device (lvad) inserted and likely suffered a large cerebrovascular accident (cva) stroke on (B)(6) 2018 possibly due to pump thrombus. Lvad support was discontinued and the patient expired on (B)(6) 2018.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. Thrombus and stroke are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the hospital for suspected pump thrombosis. The patient was considered for a pump exchange; however, was not a candidate per cardiothoracic surgery. The patient¿s lvad was turned off in the emergency department on (B)(6) 2018 and the patient expired at home under the care of hospice. No additional information was provided.